Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with t-wave oversensing (twos) post vp (ventricular pace) on the right ventricular (rv) lead. The rv lead was reprogrammed as there was a concern that the patient could lose crt-d (cardiac resynchronization therapy defibrillator) pacing due to the twos post vp. The rv lead remains in use. No patient complications have been reported as a result of this event.